Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a gastrojejunostomy procedure, device misfired. It would not close down on the staples. Case completed by hand sewing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # t5au0r. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damage, and the cartridge reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality in the three staple height selector positions with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on the three firings. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information was requested and the following was obtained: can you please clarify the event description of "they would not close down on the staples"? Were the device jaws not able to be closed on tissue? Or did the device not close the staples (meaning they were unformed or malformed after being fired)? Response: the staples did not close properly or not at all-malformed staples on the first firing-second device the staples were sticking straight out of tissue.